Event description:
It was reported to globus that a pt had a revision surgery for a loss of height of an xpand spacer. It was reported that during the initial surgery, the xpand implant was not locked by the surgeon. The revision surgery took place (B)(6) 2015. During the revision surgery, the surgeon re-adjusted the height of the xpand spacer and locked it.

Manufacturer narrative:
A comprehensive investigation was immediately initiated in receipt of the complaint. The product was not returned for eval, and thorough investigation could not be completed as no lot number was provided. Since the implant was not returned, no eval could be conducted. It is most probable the failure to lock the implant resulted in the loss of height.